Event description:
Customer reported a light anesthesia case. There was no reported pt injury. Investigation/conclusion: a checkout of the vaporizer was performed at the hospital site wherein output low to specification was noted at some dial settings. Datex-ohmeda requested the vaporizer be returned to the mfg site for further investigation. Hospital personnel denied the request. Further investigation into the cause of the alleged event cannot be undertaken until the vaporizer is released for analysis. A f/u report will be issued if the vaporizer is subsequently released.